Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty in position and high pacing threshold measurements. In addition, the right ventricular (rv) lead had perforated this lv. This lv lead was replaced with a non boston scientific model, not implanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis, but a technical analysis was not yet performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established because the reason for the alleged observation(s) could not be determined. At this point, it can be concluded that unknown factors most probably contributed to the event. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter. This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty in position and high pacing threshold measurements. In addition, the right ventricular (rv) lead had perforated this lv. This lv lead was replaced with a non boston scientific model, not implanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty in position and high pacing threshold measurements. In addition, the right ventricular (rv) lead had perforated this lv. This lv lead was replaced with a non-boston scientific model, not implanted and will not be returned for analysis. No additional adverse patient effects were reported.